Event description:
Discordant hcg result was obtained on a pt sample. The sample was repeated and the result was reported. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hcg result cannot be determined. The instrument is performing within specifications. No further eval of the device is required.